Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that when he is putting in the reservoir the plunger does come out and insulin comes out and when rewinding, it stops and then starts again. The customer states when he is receiving an alarm, he is getting two notifications in a row. The customer stated that the insulin is "squirting out" during the manual prime process. The customer called for technical troubleshooting. The customer was not experiencing issues at this time. The customer stated that insulin did not continue to drip after letting go of the act button. When customer pressed the act button it does not keep going .the customer stated that the motor did not slow down nor did numbers ramp up on the screen. The drive support cap appears normal (recessed). The customer stated act button is getting stuck, but declined to do troubleshoot for stuck button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, basic occlusion, occlusion test, prime/compromised force sensor system and excessive no delivery test. Unit primed properly during testing. Unit was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.